Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08396. It was reported that a patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise oversensing and the physician suspected insulation abrasion. The physician was also concerned about the header of the pacemaker. No interventions were performed. The patient was in stable condition.